Manufacturer narrative:
Product complaint # ==> (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary ==> the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. No pictures were provided. This complaint is not confirmed. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. As noted in the complaint the customer had two lot numbers but is not sure which one is for this defective implant, therefore two non-comformance searches were conducted for completeness. A non-conformance search was performed for this part and lots combination and no nonconformances were identified for both lot numbers provided. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is currently unavailable; therefore, the exp date is unavailable.

Manufacturer narrative:
(B)(4)-incomplete. The lot number is currently unavailable; therefore, the exp date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair the customer's versalok anchor with orthocord was pounded into the bone and tapped to the laser line. The sales rep stated the versalok gun was used to deploy the anchor, but the gun did not feel right and the surgeon needed to manually tighten the suture. The sales rep stated that the implant did not expand and was removed from the patient which showed that the metal rod was protruding through the anchor. The sales rep stated the patient had hard bone density and there was no debris left behind in the patient after removing the implant. The surgeon did not use another anchor to complete the case. There was no patient harm, but a ten minute delay to complete the case. The sales rep provided two lot numbers, but did not know which number corresponded to the defective anchor. The implant was discarded by the customer. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.